Event description:
After completing a cervical discectomy and a total disc replacement procedure, the physician attempted to perform a nucleoplasty procedure using a perc dc arthrowand. When the physician attempted to activate the wand, there was no response. A new wand was opened; however, the physician experienced the same behavior with the wand. As a result, the physician was unable to complete the procedure. The MFR was unable to obtain details regarding future treatment plans for this pt.

Manufacturer narrative:
The lot number of the reported device was not available. W/o a lot or serial number, no mfg or expiration dates can be provided. Reference MFR's report: 3006524618-2012-00232.